Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) has been exhibiting an increase in shock lead impedance measurements over the past year, most recently ranging, 150-160 ohms. These measurements are out of range for this lead. The physician administered a synchronized 41j shock to test the right ventricular (rv) lead integrity, this resulted in a shock impedance measurement of 87 ohms. Technical services was consulted. At this time, due to patient conditions the physician is opting to not perform surgical intervention. The cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No additional adverse patient effects were reported.